Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 3.0mmx28mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion and pre-dilated with a 3x20mm non-bsc balloon catheter, a 28 x 3.00 rebel bms stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the tip of the stent itself was deformed. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.